Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose level was reportedly within range. Reportedly, the alert did not recur after the customer plugged the pump into a power source using an alternate power adapter.